Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently occasionally between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.